Event description:
A customer reported that while performing a test with 0.8% surgiscreen lot 8ss447, she dropped the test tube on the floor and sustained a minor cut when cleaning up the broken glass. The customer was potentially exposed to the reagent red blood cells through the cut. The customer was treated for the minor cut and filed appropriate paperwork per their health office's procedures. The reagent red blood cells undergo standard bloodborne pathogen testing and are known to be negative prior to distribution of product; therefore, the risk of harm to the customer is low. However, because the customer experienced a bloodborne exposure, ocd medical affairs has classified this event as a serious injury.